Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.50mm x 15mm maverick2 balloon catheter was advanced for pre-dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 1.5x20mm maverick balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the lumen. There was a kink 6cm from the hub. Microscopic inspection revealed a longitudinal balloon tear in the balloon material. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 1.5x20mm maverick balloon catheter. No patient complications were reported and the patient's status was good.